Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that thrombus was detected near the inflow cannula in the left ventricle apex. The patient's target inr was increased from 2.0-3.0 to 2.5-3.5. Clexane intervention trigger point changed from an inr of 2.2 versus the usual 1.8. No aspirin, continue persantin. Thrombus was still present on the echocardiogram performed on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The report of a thrombus near the inflow cannula in the apex of the left ventricle could not be conclusively determined. The device remains in use supporting the patient and was not available for evaluation. Peripheral thromboembolic events is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.